Event description:
It was additionally reported that the alarms resolved, and a cause for the alarms was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage hazard alarms were confirmed via the provided log file. The log file contained data spanning approximately 20 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical low voltage events that resulted in power cable disconnect alarms were observed on (B)(6) 2023. The alarms appeared to have been caused by the voltage in both power cables briefly dropping below the alarm thresholds. The alarms resolved within the same minute of activation and did not reoccur throughout the remainder of the data. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, the alarms had resolved, and no equipment was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage and power cable disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. A power cable disconnect alarm/low power hazard alarm was captured on (B)(6) 2023 at 23:08, which was caused by power to the mobile power unit (mpu) being briefly interrupted.